Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 666 mg/dl with ketones. The reporter alleged insulin delivery issues with the pump; however, this could not be confirmed. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple follow up attempts were made to complete troubleshooting with the customer; however, no response was received. Customer also reported that the pump indicated a data log corruption. The customer reverted to an alternate method of insulin therapy.